Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument with serial number (B)(6). The investigation determined that the kit cap-g/ctm hiv-1 v2.0 expt-ivd assay performed within specifications. A review of the provided data confirmed that control values were consistent with release data, and no suppression of the qs curves or abnormalities in CT values were observed. The investigation identified potential pre-analytical handling issues as a contributing factor to the reported discrepancies. Specifically, improper sample handling, such as extended storage at 4°c, centrifugation delays, or disruption of the buffy coat, may have led to the amplification of proviral dna, resulting in false positive or elevated titers. These findings are consistent with known risks associated with hiv assays when pre-analytical steps are not strictly followed. The root cause was attributed to potential proviral dna amplification due to pre-analytical handling variability. No product-related issue was identified.

Event description:
The initial reporter alleged result discrepancies in viral load for patient samples tested using the kit cap-g/ctm hiv-1 v2.0 expt-ivd on the cobas ampliprep instrument. The allegation involved multiple patient samples, including the following examples: sample ID (B)(6), showed a viral load of 5.82e+02 cp/ml on (B)(6) 2023 and 1.11e+02 cp/ml on (B)(6) 2023. Sample ID (B)(6) showed 1.55e+02 cp/ml on (B)(6) 2023 and <20 cp/ml on (B)(6) 2023. Sample ID (B)(6) showed 1.79e+02 cp/ml on (B)(6) 2023 and target not detected (tnd) on (B)(6) 2023. Additional samples were reported to exhibit a similar phenomenon, where low-level positive results resolved to expected titers (tnd or <20 cp/ml) upon retesting of the same sample. The customer reported that the repeats were performed using the same aliquot, with the first run being centrifuged prior to testing. The samples were stored at 4°c for more than six hours after blood collection before testing.